Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event. To resolve the issue, the nonconforming laser indirect ophthalmoscope (lio) fiber optic was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to the nonconforming laser indirect ophthalmoscope (lio) fiber optic. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console had low laser power from both the ports. Procedure details and patient impact have not been provided.